Manufacturer narrative:
B3 date of event: (B)(6) 2024 used as approximate date as it was the date of the article.

Event description:
It was reported that restenosis occurred. A 1.50mm rotablator burr and 2.00mm rotablator burr were selected for treatment of the target lesion, which was located in the right coronary artery (rca). The target lesion was severely calcified. Following rotablation of the target lesion using the 1.50mm burr, a 2.00mm burr was used for rotablation as well. Moreover, lesion dilation was performed using a cutting balloon, and a drug coated balloon was used as well. One year after treatment, the rca showed severe stenosis. The patient underwent another pci involving a stent.